Manufacturer narrative:
Source of info written report (fer form) based on phone conversation between st. Jude medical heart valve div fer coordinator, and risk manager, medical center, on 3/25/1998. Description of event on 2/16/1998, dr. Implanted 21 mm aortic st. Jude medical mechanical heart valve (model 21aec-102). Echocardiography was then performed, which indicated leaflets did not open properly. Surgeon stated that resident may have placed valve at angle, and that perhaps there was "some sort of obstruction of leaflets". Valve was then explanted and replaced with prosthetic tissue valve. Pt was reported as "excellent" postoperatively. Results of investigation valve was received in st. Jude medical heart valve div fer analysis laboratory inside a biohazard bag, in st. Jude medical product return kit, in dry state. Sewing cuff was reddish-brown in color, and contained no cuts or sutures both leaflets were observed to be stuck in the closed position; however, this was most likely due to the presence of dried substance, appearing to be blood and/or body fluids, covering cargon surfaces of valve. Valve was steam sterilized, cleaned, and sewing cuff was removed. Both leaflets exhibited normal mobility after valve was cleaned. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve was then disassembled and fowarded for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all of st. Jude medical's specifications. Valve was then disassembled for dimensional inspection. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for mfg and inspection of this valve and its packaging was followd by appropriate signature and date. Conclusion info reviewed from valve's device history record and additional testing performed through fer analysis laboratory indicated valve complied with st. Jude medical specifications at time of MFR. Results of this investigation are inconclusive. Cause of leaflets not opening properly once valve was implanted remains unknown; however, testing performed at st. Jude medical heart valve div indicated it was not due to intrinsic valve defect. It is possible there was "some sort of obstruction of leaflets", which restricted their mobility, as indicated by surgeon.

Event description:
The valve was implanted and echo was performed. The echo indicates leaflets did not open properly. The valve was then explanted.